Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that signal loss occurred frequently between (B)(6) 2026. The wearable was inserted into the (B)(6) 2026. On 03/13/2026, it was reported that the patient called in to report that she had episodes of signal loss on the dexcom mobile app that started two days ago on (B)(6). On (B)(6) 2026, the patient did not know her cgm value due to the signal loss and she was experiencing a migraine. At 9 am, the patient went to the emergency room (ER) for evaluation. The patient reported being treated with steroids and was still ¿not feeling good¿. There was no documentation on whether the patient¿s bg meter reading was taken and what that value was. The patient was in the ER for less than 24 hours. The patient then declined to provide dexcom with any further event information and hung up the call. Attempts to reach the patient back for further event details were unsuccessful. No other patient or event details were available. The root cause of the customer¿s experience was undetermined. The egvs logged during the date in question were within target range for the entire day. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 10:30 am with transmitter/wearable serial number (B)(6). The sensor session lasted 6 days and ended due to unknown reasons on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the date of the reported event (3/13/2026) there were several signal loss events with the longest lasting 40 minutes. The cause of the signal loss events was not determined from the data. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss occurred frequently between 03/13/2026 and 03/15/2026. The wearable was inserted into the (B)(6) 2026. On 03/13/2026, it was reported that the patient called in to report that she had episodes of signal loss on the dexcom mobile app that started two days ago on 03/13. On (B)(6) 2026, the patient did not know her cgm value due to the signal loss and she was experiencing a migraine. At 9 am, the patient went to the emergency room (ER) for evaluation. The patient reported being treated with steroids and was still ¿not feeling good¿. There was no documentation on whether the patient¿s bg meter reading was taken and what that value was. The patient was in the ER for less than 24 hours. The patient then declined to provide dexcom with any further event information and hung up the call. Attempts to reach the patient back for further event details were unsuccessful. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between on (B)(6) 2026. The wearable was inserted into the on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient called in to report that she had episodes of signal loss on the dexcom mobile app that started two days ago on (B)(6). On (B)(6) 2026, the patient did not know her cgm value due to the signal loss and she was experiencing a migraine. At 9 am, the patient went to the emergency room (ER) for evaluation. The patient reported being treated with steroids and was still ¿not feeling good¿. There was no documentation on whether the patient¿s bg meter reading was taken and what that value was. The patient was in the ER for less than 24 hours. The patient then declined to provide dexcom with any further event information and hung up the call. Attempts to reach the patient back for further event details were unsuccessful. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.